Manufacturer narrative:
(D10) concomitant device(s): 320-40-00 - 145-deg pe 40mm hum liner +0; (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6). 320-31-40 - glenosphere, 40mm; (B)(6). 320-35-02 - small superior augment glenoid plate; (B)(6). 320-15-05 - eq rev locking screw; (B)(6). 320-20-00 - eq reverse torque defining screw kit; (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack; (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile; (B)(6). 531-78-20 - shouldr gps hex pins kit; (B)(6).

Event description:
Approximately 10 months after initial rtsa, the patient experienced a coracoid scapular fracture. The event is reported to be possible related to the procedure and unlikely related to the device. No action was taken (awaiting additional test results). The outcome is continuing. The implants remain implanted.

Manufacturer narrative:
The reason for the post operative coracoid scapular bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. D1: corrected. D4: corrected. D10: concomitant devices 320-40-00 - 145-deg pe 40mm hum liner +0 (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-31-40 - glenosphere, 40mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6). G4: k180632 k182536. H4: corrected. H6: corrected health effect, component, and investigation clinical codes.